Event description:
It was reported that (1) ecs33 was used during a laparoscopic hartman reversal procedure. It was reported by the rep that during closure of instrument after the anvil has been attached using mda10, the anvil of the ecs33 snapped. The surgeon removed the instrument and anvil head without firing the instrument. The surgeon needed to open the pt in order to complete anastomosis. (Used an alternate, new ecs33). There was no consequence to pt.